Event description:
Data was provided for investigation. On (B)(6) 2020, a new sensor session was started at 09:39 pm. At 11:41 pm, the first egv (67 mg/dl) was below the low alert threshold of 80 mg/dl, and the app delivered a low alert at 0 percent volume. The egv remained below the low alert threshold, and the app continued to deliver low alerts at 0 percent volume until 12:26 am as the always sound feature was disabled. At 12:31 am, the egv (46 mg/dl) dropped below the urgent low alert threshold, and the app delivered an urgent low alert at 0% volume, and it was acknowledged at 12:36 am. The device functioned within specifications and patient settings. Confirmation of the allegation and probable cause could not be determined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown sensor issue occurred. Date of event in is an approximation. The patient¿s endocrinologist reported that the patient experienced an unknown sensor problem when she was 17 years old, resulting in hypoglycemic shock and seizure. She had an unwitnessed seizure due to hypoglycemia while using g6 and omnipod in hybrid-closed loop. She was found unresponsive at home by her parents and treated with intranasal glucagon. Her blood glucose (bg) was around 40 mg/dl and improved to 100 mg/dl after treatment. She was transported to the emergency department and discharged after observation. The cgm was believed to have stopped working at that time; however, the exact malfunction was unknown. Adjustments were made to her pump basal rates afterward. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.